Event description:
It was reported that after the physician tried to connect the left ventricular lead, there was increased impedance and a connection issue. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis of the device revealed no anomalies.